Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility name: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: no lot number was reported for this incident: therefor no DHR review was completed. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used q-syte unit from an unknown lot number. Visual/microscopic examination: the septum was molded using the 16-cavity mold. Damage to septum surface large slit tear on the septum top disk. Water leak test: q-syte was leak tested in the actuated and un-actuated positions; leakage was confirmed in the actuated position. Septum column tear assessment: damage (tear) was observed along the column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. Damage on the end of the slit cut on the septum bottom disk. Photos of the slit centeredness: the septum slit cut was not off center. The returned q-syte unit provided for evaluation displayed septum surface damage, slit tears and a column which did leak, when leaked tested. The source of the leakage was from the vent hole due to a column tear. A definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.